Event description:
It was reported that, "patient lifted a 300lb baby calf off its feet to brand. Patient felt his hip dislodge and went to the ER for x-rays. Patient was then scheduled for revision."

Manufacturer narrative:
Na